Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that there was the error message in the carto "sensor error". It was not due to the x-ray system. We reconnected the catheter and then replaced the cable. The error still occurred. We then replaced the catheter and the problem was gone. There was no patient consequence. The customer¿s reported ¿sensor error¿ message is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 3-jan-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the pebax was observed. A magnetic sensor functionality test was performed, and error 105 appeared on the system due to the pebax condition. The hole in the pebax found could be related to excessive force or manipulation after the procedure since the customer is not reporting the damage, but this cannot be conclusively determined. The root cause of the hole remains unknown. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The magnetic issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the e1. Initial reporter details were provided. The appropriate fields have been populated. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).